Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to pseudoaneurysm, aneurysm rupture and reoperation. (B)(4).

Event description:
On (B)(6) 2016, as a reintervention to repair a pseudoaneurysm that had been formed around the proximal edge of the existing endoprosthesis, the patient was implanted with two conformable gore® tag® thoracic endoprostheses (proximal: tgu262610j/15135288, distal: tgu282815j/15390482). Final angiography did not reveal endoleaks, and the patient tolerated the procedure. On (B)(6) 2017, the patient emergently admitted to the hospital due to hemoptysis. A computed tomography (CT) revealed a ruptured pseudoaneurysm around the proximal edge of the endoprosthesis that had been implanted proximally on (B)(6) 2016. The patient was implanted with an additional conformable gore® tag® thoracic endoprosthesis to repair the pseudoaneurysm. The patient tolerated the procedure. It was reported by the physician that a careful follow-up study will be performed to identify if the pseudoaneurysm in the thoracic aorta might have communicated with the esophagus. If an aorto-esophageal fistula exists, further reintervention including explant of the existing endoprostheses and removal of the esophagus will be considered.

Manufacturer narrative:
Corrected the IFU statement as follows: according to the conformable gore® tag® thoracic endoprosthesis IFU, complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to pseudoaneurysm and reoperation.

Event description:
On (B)(6) 2016, as a reintervention to repair a pseudoaneurysm that had been formed around the proximal edge of the existing endoprosthesis, the patient was implanted with two conformable gore® tag® thoracic endoprostheses (proximal: tgu262610j/15135288, distal: tgu282815j/15390482). Final angiography did not reveal endoleaks, and the patient tolerated the procedure. On (B)(6) 2017, the patient emergently admitted to the hospital due to hemoptysis. A computed tomography (CT) revealed a pseudoaneurysm around the proximal edge of the endoprosthesis that had been implanted proximally on (B)(6) 2016. The patient was implanted with an additional conformable gore® tag® thoracic endoprosthesis to repair the pseudoaneurysm. The patient tolerated the procedure. It was reported by the physician that a careful follow-up study will be performed to identify if the pseudoaneurysm in the thoracic aorta might have communicated with the esophagus. If an aorto-esophageal fistula exists, further reintervention including explant of the existing endoprostheses and removal of the esophagus will be considered.